Event description:
Overdelivery reported: at 2000 hours, the pump was programmed to deliver a concurrent infusion of d5w and dopamine. The primary mode was programmed to infuse 1 liter of d5w at 100ml/hr. The secondary mode was programmed to deliver 500ml of dopamine (concentration unspecified)at 4ml/hr. It was reported that at 0600 hours, the pump was checked for an unspecified alarm event and the volume in both bags were appropriate for the infusion time. At 0830 hours, it was discovered that the dopamine bag had approximately 100ml in it and the d5w bag had approximately 200-300ml left. Both volumes were inconsistent with the programmed delivery parameters. The dopamine appeared to have overdelivered and the d5w appeared to have under-delivered. The physician was notified and orders to stop the infusion and to monitor the patient's vital signs were rendered. The patient's vital signs (unspecified) were reported to be within acceptable limits. The customer reported "considering the patient experienced no significant event secondary to an overdelivery of dopamine and since the d5w bag contained approximately 200-300ml more fluid than appropriate for the infusion time; it is believed that the dopamine solution back flushed into the hydration bag". No further information was available.